Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that hv low lead impedance was observed. Chest x-ray was inconclusive. The patient will be seen at another facility and physician. The lead remains implanted.